Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a secondary set, 34 inch, non-dehp with infusion stand hanger that the black specks in drip chamber. There was no reported patient involvement or harm.